Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 11/28/2012 to 09/09/2020 and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.